Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l4-s1. It was reported that a fracture at s1 was discovered sometime post-op. A revision surgery has been scheduled to remove the s1 screws and place s2-iliac screws. No patient complications were reported.